Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced "seeing spots" and was off-balance. The customer was unable to self-treat and was brought to the emergency room where they were administered with "pushing fluids" and insulin (unknown dose /type) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and damage to usb port was observed. The damage was observed due to incorrectly inserted usb cable which results the port not functioning as intended. Reader did not power on with button press or with strip insertion. Reader powered on with usb cable insertion. Missing/incomplete segments/icons were observed on reader display. The date and time could not be set using the computer software due to reader not being recognized by masterm. Visual inspection was performed on the reader and a processor was observed. An extended visual inspection was performed on the returned reader and a damaged usb port was observed. The returned battery voltage was measured and was observed not within specification range. The returned battery was replaced with known good battery. The reader powered on and an error message was observed. The returned reader was connected to a known good charger and and the reader was able to charge, no error massage was observed . Since the reader was able to charge when connected to a charger, the damaged usb port did not contribute to the reported issue. Attempted to connect reader to computer, however the reader was unable to communicate with the computer. The reader was monitored under a thermal camera and abnormal hotspots were observed. The reader was able to be powered on with usb cable, battery, and strip insertion. Reported issue was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced "seeing spots" and was off-balance. The customer was unable to self-treat and was brought to the emergency room where they were administered with "pushing fluids" and insulin (unknown dose /type) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has returned back for an investigation. A follow-up report will be submitted once additional information is obtained. . All pertinent information available to abbott diabetes care has been submitted.